Manufacturer narrative:
Device used in treatment. The device was not returned for evaluation. There was no specific performance related failure reported by the user. No further investigation is required. The lot number of this device was not provided, therefore neither a review of the device history record nor complaint history could be performed. Inspection procedures require any oscor product pass all in-process and qa final inspections before shipping to the customer. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. No further follow-up is required.

Event description:
It was reported that the physician performed a femoral cut down to expose the artery and placed a suture at the site without placing a surgical graft. The introducer was then inserted into the incision and high risk percutaneous coronary intervention was initiated. During procedure, the access site bleed with an estimated blood loss of 1100 ml. As treatment, 4 units of red blood cells were administered. The introducer and impella lp2.5 were also removed. Oozing identified from the sheath's access site. Bleeding is related to cutting down the vessel for insertion of imeplla. Procedure was completed with impella, but bleeding from access site of imeplla did not stop, so it was removed after pci. The condition of patient was stable. Device was used in tortuous and calcified path. Device is not available for evaluation.